Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. During the episode it was noted the right atrial (ra) lead was undersensing and may have led to the inappropriate therapy. The physician felt the lead had possibly withdrawn. It was noted the patient was on a treadmill at the top of the shock and did sustain an abrasion on the elbow. Follow up with the company representative indicated the lead also had high thresholds. The patient's medications were adjusted and no further intervention was taken at this time. The device and lead remain in use. No further patient complications have been reported as a result of this event.